Event description:
Accu-chek safe-t-pro single use lancets. This lot seems to have a problem with the needle retracting back far enough after use. Two nurses from different nursing units caught the needle on their glove when disposing of the used product. Dates of use: (B)(6) 2015. Reason for use: finger stick of patients to obtain blood sugar.